Event description:
It was reported that noise was observed on the ventricular channel. The noise was oversensed and classified as vf by the device. Inappropriate (B)(6) therapy was delivered as a result. It was later reported that the lead was explanted due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of lead fracture was not confirmed. No coil fracture was found on the lead body. Analysis found inside out abrasion at 46 cm from the connector pin. The rv cable etfe coatings under the abrasion were normal.